Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they got on a treadmill and took 2 units of insulin with pump. The customer's blood glucose was 540 mg/dl. Tested it again and it was 418 mg/dl, washed hand and she was at 480 mg/dl. Customer stated that she received low reservoir alarm. Customer was around 210 mg/dl in the morning. Drank the same gatorade. The insulin pump will not be returned for analysis.